Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During implant of the impella cp, it was discovered that the easy guide lumen was damaged and could not be inserted. The physician decided to use an intra-aortic balloon pump (iabp) instead of the impella. No additional information was provided.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.